Manufacturer narrative:
Full facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after pressurizing to 25atm, the balloon dilation catheter lost pressure, and it was found that the balloon had burst and leaked. The balloon was replaced and reused. The user was exposed to hazardous materials, blood or body fluids.